Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 475cc (l) and an unspecified mentor gel breast implant (r) and experienced bilateral ptosis and rupture on the left side. The rupture was discovered during explantation on (B)(6) 2020. This report is for the right breast prosthesis.